Manufacturer narrative:
When the affected sample was measured, 7 subsequent abnormal measuring cell conditions and abnormal low signal alarms were generated by the instrument. The field service engineer replaced the measuring cell probes, the measuring cells, and pinch valves for the affected channel. No further issues were observed after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas 8000 e 801 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a ft3 value of > 50.0 pmol/l with a data flag. The sample was repeated on a second analyzer, resulting in a ft3 value of 3.26 pmol/l. The ft3 reagent lot number was 669112. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Na h3 other text : na.